Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when the cartridge was being filled with insulin. Customer changed out the syringe and reportedly, the cartridge filling step was completed. There was no reported impact to customer¿s blood glucose.